Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with an scs system. Patient fell three times and lost stimulation. Impedance tests showed that only 7 lead contacts had normal impedances and the rest were invalid. The system was reprogrammed around the invalid contacts and stimulation was recaptured. The lead was explanted and replaced on (B)(6) 2010. The ipg was not changed.